Event description:
Boston scientific crm received information that the patient implanted with this device system, experienced one inappropriate shock. The boston scientific crm sales representative suspected a right ventricular (rv) lead fracture. The following physician instructed the sales representative to turn tachy therapies off and options were to be evaluated while awaiting a chest xray. It was reported that the xray did not reveal abnormalities. The lead was re-evaluated, and noise was reproducable on the rv lead, with impedance measurements in the 600 ohms range, occasionally in the 800 ohms range. The patient was brought to the cath lab and the rv lead was capped, with a new single coil rv lead implanted. During the revision procedure, the physician checked the device header and found no abnormalities. During the revision procedure, the physician checked the device header and found no abnormalities, and reported no visible lead issues present. The lead was capped, with a new rv lead successfully implanted. The device was later explanted for an unrelated observation and returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.